Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.

Event description:
International customer reported that the suture broke during a planned explant following an unspecified surgical procedure. No adverse patient consequences were reported.